Event description:
The customer stated they received the iron/magnesium calibrator, lot 54187m200. When using this lot to calibrate, the quality control is out of range low. The customer ran the calibrator as a sample and received cal 2 results that are higher than the insert value. No impact to pt management was reported.

Manufacturer narrative:
It was determined after completion of in-house testing that the iron/magnesium calibrator lot 54187m200 value assignment sheet, was incorrectly assigned by the OEM with a set point for cal 2 at 3.2 meq/l instead of 0.8 meq/l. An assessment to pt impact was performed and values above 0.8 meq/l were found to be 17.24% lower than they should be. This is an initial report. The manufacturer has been notified and a further investigation is currently in process. A final report will be submitted when the investigation is complete.